Event description:
It was reported that the bd syringe 3ml ll w/ndl 21x1 rb had foreign matter. The following information was provided by the initial reporter; material #309575 lot #4354918 verbatim: rcc received a complaint via email. Email(s) attached. Last month we received product code 309575, lot number 435918 of 3cc syringes. At the beginning of the month of july, we started using the lot number in production and some of our technicians have noticed there is something stuck to the needles of a significant amount of the syringes. The technicians have been asked to remove these syringes from production when they notice something stuck to the needle as we cannot afford to have particulate on a needle and injected into a patient. This issue was noticed during the first week of (B)(6). Additional information provided; 1. If possible, could you please confirm the exact date of the event in the format dd-mmm-yyyy? 24 jul 2025 2. Lot number [435918] was not match with material number [ 309575 - syringe 3ml ll w/ndl 21x1 rb]. Could you please check and reconfirm the lot number? The lot number is 4354918 3. Could you please reconfirm whether the sample is available for our investigation? Yes, the syringes are available to send back.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter a report was received indicating that a foreign substance was adhered to the needle. To support the investigation, five unpackaged samples and one photograph were submitted for evaluation by the quality team. A visual inspection was conducted, revealing that each needle exhibited a localized droplet of silicone lubricant applied in a thin layer. The photograph provided depicts several of the submitted samples. No additional defects or irregularities were observed. This condition may occur due to a mechanical jam during the lubricant application process. A review of the device history record for material number 309575, lot 4354918, was completed. All visual inspections were performed in accordance with established requirements, and no quality notifications related to the reported condition were identified. The lot was inspected per the inspection control plan and approved for shipment. Additional device history records were reviewed for each batch of needles used in the manufacturing of this lot. No documentation of similar defects was found throughout the production runs of these batches. Based on the investigation and analysis of the returned samples, the condition reported by the customer has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.